Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with a proglide device, using a pre-close technique, via a 5f sheath prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, the proglide suture mechanism did not work. The sheath was upsized to 12f and the tavi procedure was completed. Hemostasis was achieved with another proglide device. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual and functional inspections were performed on the returned device. The reported suture break was not confirmed as the entire suture was not returned. The investigation determined the reported difficulties appear to be related to user technique and/or an interaction with patient anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling.

Event description:
Subsequent to filing of the initial medwatch report, additional and corrected information was received. It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 5f sheath after a transcatheter aortic valve implantation (tavi) procedure. Reportedly, when the plunger was removed no suture was present; a suture break occurred. Another proglide device was used to achieve hemostasis. No additional information was provided.